Event description:
The wire was being utilized for access. During manipulation of the wire guide in a 22 gallon needle, the tip of the wire caught and ultimately separated. The separated segment remained in the patient.